Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation of the monitor, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test.

Manufacturer narrative:
Follow-up report #1: additional information - 12/21/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was isolated to a shorted c19 high-voltage capacitor on the defibrillator pca. The root cause for the shorted capacitor could not be positively identified. The monitor showed signs of physical abuse. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation of the monitor, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test.